Manufacturer narrative:
Upon further investigation, the customer confirmed that the touchscreen remains functional for settings change and is not likely to cause or contribute to a death or serious inquiry as changes can still be made via the touchscreen. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a defective navigational ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm.